Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose ranged from 162-181 mg/dl. Customer continued to use the pump for insulin therapy.